Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that both the proximal and distal insulations were damaged/abraded and the coils were shorted between 31.0 cm and 33.5 cm from the connector pin. One of the filars of the proximal coil was fractured at the same area. The location and mode of the damage was consistent with that produced by rib clavicle crush.

Event description:
It was reported that the patient presented for a ventricular lead replacement as impedance was less than 200 ohms and capture was at 6.0 v. Upon inspection of the ventricular lead, it was noted that approximately 20.0 mm of the insulation was stripped at the proximal end. The lead was removed and replaced.